Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet device did not charge despite multiple outlet changes and repositioning on the charging pad, with the charger indicator light failing to remain solid; the issue was characterized as a charging problem associated with the battery charger, and a replacement charger was shipped. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem related to the charger, consistent with a charging malfunction of the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.